Event description:
It was reported that after insertion of the iab, the pump indicated "slow leak", and blood was noted in the helim tubing. The iab was removed and replaced without any complications.